Event description:
The facility representative reported a colleague infusion pump with a 550:320:658:0000 failure code. The event was reported to have occurred prior to use. This condition had the potential to interrupt delivery. There was no report of patient involvement, injury, or medical intervention related to the device. No additional information is available. The user interface module software version is unknown at this time.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the pump be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4).device evaluation: the reported condition was confirmed during product evaluation. The assignable cause was a damaged volume control. The volume control was replaced to correct the reported condition. The user interface module software version is 6.13.92.